Event description:
The female patient had a 14mm hole located high within the septum, extending from the aorta to the svc and stretched to 17.5mm using the stop flow technique. A 19mm amplatzer septal occluder was implanted without complications. After about 6 hours, the patient complained of chest pain and was hypotensive. Echo demonstrated significant pericardial effusion, which was drained surgically. Intraop tee showed no signs of fistula whatsoever. The patient was sent back to the ICU and after 2 hours she had severe drainage which prompted a thoracotomy. A hole was identified behind the aorta and there was an erosion on the roof of the la. The device was taken out and the asd was closed surgically. The patient recovered well. The physician stated that he did not over size the device and that in his opinion, the sole risk factor erosion in this, was a high located asd.